Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-01721, 3006705815-2020-00726. It was reported that the patient underwent surgical intervention on an unknown date wherein the system was explanted. The reason for the procedure is not known at this time. Note: since it is not known which device was causing the issue, all possible devices are being reported on.

Manufacturer narrative:
Date of the explant could not be obtained. Attempts were made to obtain complete information. Further information was not provided. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the system explant was due to an infection at the lead sites. There was no allegation against the ipg and the device was explanted during the procedure.